Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead presented to the hospital with a pocket infection, due to poor wound handling. The device and lead were explanted the following day; the patient was treated with antibiotics and a new system will be implanted after the antibiotic treatment is finished. No additional adverse patient effects were reported. The explanted products were not planned to be returned.